Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the needle was broken. The customer¿s blood glucose value was 90 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer also stated that the insulin pump lost communication, sensor was not adhering. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected one opened/used partial sensor and was inspected performed continuity resistance test. Sensor passed per specification. Performed the sensor initialization test using a new lab transmitter with a paradigm insulin pump. Connected the sensor to the transmitter and placed it in solution, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. The sensor functioned properly. Unable to confirm needle anomaly due to customer did not return needle only the sensor. Unable to confirm adhesive anomaly on opened/used sensor.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was stated by the customer that the needle did not brake.